Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device powered on as normal with a known good battery. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.